Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring in the harvesting cannula was found to be bent. Product issue was found before patient entered room. The customer got out another kit to complete the case. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-6 " 1069" to "2981". The lot # 25163179 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 07/18/2022. An investigation was conducted on 08/03/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were visible on the device. The c-ring was observed to be intact with no observed visual defects, but both the metal and plastic arms were bent in the center while remaining attached. A mechanical evaluation was conducted. The toggle was manipulated to retract and extend the c-ring. The c-ring was unable to be retracted into the cannula. The harvesting device was also inspected. The heater wire was visibly flexed away from the hot jaw and detached from the tip of the jaw. Additionally, the clear silicone was peeled away from the tip of the hot jaw. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; c-ring" as well as the analyzed failures, "material twisted/bent; wire" and "peeled; jaw/delaminated", were confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.